Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had trouble with the quick release and he bolused four to five times in the last two hours leading to a low blood glucose reading of 60 mg/dl. Customer treated the low by eating multiple slices of pizza and their blood glucose readings jumped to 343 mg/dl. Despite bolusing for the high blood glucose readings his blood glucose reading remained high. Customer mentioned that his most recent blood glucose reading was 400 mg/dl and it is not going down. Customer reported frequent urination and burning eyes. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned noticing a few large air bubbles in the tubing. Customer felt the cause of the high blood glucose readings was the air bubbles and therefore declined the high pressure test or any further troubleshooting. No product is being returned.